Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
Approx 2 weeks after implant, the pump suddenly starting making a "ticking noise" that was audible without putting your ear up to the pump. The pt had no therapy issues. The pump logs were checked and were found to be normal. The pt's family was upset about the audible ticking. A decision was made to replace the pump. In the operating room, the audible ticking noise was heard by the physician and all present in the room. After explant, the pump was set to minimum rate for shipping and they could not hear ticking. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver baclofen 2000 mcg/ml; it was unclear if it was lioresal or compounded baclofen.